Event description:
Procedure type: low anterior resection. According to the reporter: the IFU was followed during assembly of the power stapler. The battery was inserted and the handle showed a solid green light. The nurse connected the adapter and the handle showed a second green solid light. The surgeon loaded the radial loading unit and cycled the instrument, the handle showed a third solid green light. The surgeon placed the loading unit around rectum, closed the jaws and two solid lights appeared on the stapler. The surgeon pushed the green firing button and the two lights started to flash. The surgeon fired without any problem. The staple line was perfect. The handle now shows two solid lights and one flashing light on the bottom of the handle and to solid light on the side of the handle. During disassembly of the stapler the nurse tried to unload the fired radial loading unit by pushing the black unload button, but the button was stuck and at first hand it is impossible to unload the loading unit. After several attempts, its finally able to unload, with the result that a small black piece of the loading unit breaks off. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).